Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The patient's concurrent conditions included pelvic congestion syndrome and pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: positive for occlusion. Pathology test- on (B)(6) 2016: essure metal spiral inserts identified. Cervix: benign. No dysplasia. Endometrium: benign. No hyperplasia. Myometrium: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included pelvic congestion syndrome and pelvic pain female. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: positive for occlusion. Pathology test - on (B)(6)2016: essure metal spiral inserts identified. Cervix: benign. No dysplasia. Endometrium: benign. No hyperplasia. Myometrium: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-mar-2020: pif received. Product indication updated. All the information from deletion case (B)(4) were transferred to this case. New reporters and reference section was transferred to this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The patient's concurrent conditions included pelvic congestion syndrome and pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: positive for occlusion. Pathology test - on (B)(6) 2016: 1. Essure metal spiral inserts identified. 2. Cervix: benign. No dysplasia. 3. Endometrium: benign. No hyperplasia. 4. Myometrium: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.